Event description:
Attempted to close cs29 dlu into firing range several times. Once closed into range, pc indicated "error 010". The remote control could not open dlu. Cycling pc and detaching/reattaching flex shaft did not work. Used manual release to successfully remove dlu. Using new flex shaft, remote and dlu procedure was successfully completed.